Event description:
Customer reports that she obtained results of 135mg/dl, 135mg/dl, and 293mg/dl on the same device within 2 mins. No action was taken based on device results. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of the suspect device and replacement was sent.